Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the stent is being kept and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary fully covered rmv stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the stent was deployed successfully inside the patient; however, the physician noticed that the distal stent did not open normally and it presented 2 non-standard wires. Reportedly, the stent remains implanted and the procedure was completed with this device. A non-serious injury and observation were reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.